Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
A service representative was onsite investigating various problems on the elecsys e170 modular analytics immunoassay analyzer on the afternoon of (B)(6) 2018 and the morning of (B)(6) 2018. Afterwards, instrument performance test results were ok. The customer had run qc throughout the afternoon of (B)(6) 2018 and into the early evening. Qc results were good so they started to run patient samples and report results outside of the laboratory. The morning of (B)(6) 2018 some results were questioned by clinicians stating the results did not fit the clinical picture for the affected patients. The customer repeated the patient samples and the repeat results were in the normal range and better fit the clinical picture for these patients. The customer provided data for 30 patient samples tested for multiple assays. Based on the data provided, the results for 11 patient samples were discrepant when tested for tsh, ft4 or vitamin b12. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site where measuring cells were replaced, the sipper probes and tubings were replaced, the entire syringe assembly was replaced due to the condition of the motors and pinch and solenoid valves. The tubing from the syringe to the nozzles was cleaned. Instrument performance testing results were ok.

Manufacturer narrative:
Instrument performance testing indicates the analyzer is operating within specification and qc results are acceptable. The investigation was unable to find a definitive root cause, however, the service actions performed by the fse seem to have resolved the issue.